Event description:
Pt has obtained readings on the suspect device of blood glucose less than 200 mg/dl. He stopped using his sliding scale for dosing his insulin. He went to the dr where his blood glucose was measured as 533 mg/dl. He went home and 1/2 hour later his blood glucose measured 212 mg/dl on the suspect device. Pt was admitted to intensive care unit and treated with insulin intravenous. He still remains hospitalized. Pt ran control which was in range. Labeling clearly indicates the need to dose the strip adequately.